Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the occlusions, however ultimately resorted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.